Manufacturer narrative:
It was reported that mesh was implanted due to urinary incontinence. It was also reported that the patient underwent cystoscopy and urethrolysis on (B)(6) 2011 and on (B)(6) 2011 due to urinary retention. It was further reported patient was treated for (B)(6) on (B)(6) 2009.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.